Manufacturer narrative:
The reported complaint was confirmed through functional testing. The root cause was attributed to a faulty processor board which was replaced allowing the platform to function as intended. The platform was functionally tested; lcd screen backlight was not illuminating upon power up; thus confirming the reported complaint. Replacing the processor board remedied the reported complaint. Unrelated to the reported complaint, the clutch plate was also sticky and therefore, was deburred. A run-in testing was performed and the platform passed testing without any fault or error. A review of the archive was performed and no discrepancies were observed. A visual inspection of the returned autopulse platform was performed and found no physical damage to the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform's display backlight was not illuminating upon powering up. The platform was restarted multiple times; however, the issue could not be resolved. No patient involved with this event. No other information available.